Manufacturer narrative:
Internal report# (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall # z-2880-2016 thru z-2883-2016. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for erratic results. Customer is not experiencing symptoms of high/low blood sugar and stated he is feeling well. Customer stated that his normal blood sugar range is 120-140mg/dl fasting. Customer is storing his strips in the kitchen. Manufacturer's expiration date is 06/30/2018 and open vial date is 08/27/2016. Meter memory was reviewed for previous test result history: the 105mg/dl (B)(6) 2016 08:27:00 pm fasting: yes, the 201mg/dl (B)(6) 2016 05:31:00 pm fasting: yes, the 112mg/dl (B)(6) 2016 03:15:00 pm fasting: yes, the 178mg/dl (B)(6) 2016 09:22:00 pm fasting: yes, the 99mg/dl (B)(6) 2016 08:16:00 pm fasting: yes.